Event description:
According to the available information. The patient was non-compliant with the healing process of the implant and rode a 4-wheeler, one-week post-operation, resulting in injury to their incision site on their scrotum. This led to the pump moving out of the scrotum, and the patient continued to use the implant with the pump outside of the scrotum, for a couple of months after the accident. The implant was ultimately removed and replaced with a malleable implant.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.